Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown reason. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown reason. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has been returned for analysis. The "no problem detected" investigation conclusion code was selected following analysis of the returned product. Analysis found no evidence of device anomaly outside of the bounds of normal medical use.